Manufacturer narrative:
Investigation conclusion: the report of a programming error was confirmed in the pcu event log. The pcu event log shows pump module s/n (B)(6) was programmed to infuse drugid 102 through guardrails at 7:16 am on 17jan2021. The log shows the user entered 3780mg for the drug amount, 999ml for the diluent volume and 60 minutes for the duration. At these parameters, the rate was calculated to be 999ml/hr and the vtbi 999ml. The user started the infusion and selected yes to the guardrails warning fluid rate exceed limit. The infusion then ran until 7:31 am when the device alarmed for air in line. The volume recorded as being infused during this period was 246.1ml. Device inspection: n/a, only the pcu event log was received for investigation. The incident administration set was not returned and could not be inspected. Root cause analysis: the root cause of the reported programming error was identified as due to user programming. Device history review: a review of the device history record showed the device had a manufacture date of 24may2007. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for pcu s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the pcu s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : no device received-log review only

Event description:
It was reported that a programming error occurred with an 8100 while infusing the medication ifosfamide. The programmed dose was 3780mg , given at a rate of 999ml/hr and to be given over 60 minutes. However, the medication was infused after 15 minutes. The customer would like the log reviews looked over to confirm if this was a programming error rather than a pump malfunction. There is no reported patient harm. Although requested, additional information was not provided.

Manufacturer narrative:
The event logs have been received and an evaluation is pending. A follow up report will be submitted once evaluation is completed.

Event description:
It was reported that a programming error occurred with an 8100 while infusing the medication ifosfamide. The programmed dose was 3780 mg , given at a rate of 999 ml/hr and to be given over 60 minutes. However, the medication was infused after 15 minutes. The customer would like the log reviews looked over to confirm if this was a programming error rather than a pump malfunction. There is no reported patient harm. Although requested, additional information was not provided.